Event description:
It was reported that, "when the implant was opened the surgeon attempted to impact it. During impaction, pt posterior wall fracture couldn't get the cup to bite. They decided to put a tritanium cup with screws."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.